Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that after the lead was implanted on (B)(6) 2019, upon checking the device on (B)(6) 2019, it was noted that the patient was feeling phrenic nerve stimulation due to the atrial lead. It was decided it needed to be revised. During the procedure, the physician moved the location of the lead several times retracting and extending the screw each time. Eventually the screw would not retract or extend. Because of the patient¿s complicated history of ablations and issues with phrenic nerve stimulation it was decided that a competitor lead implanted on the atrial septum. The patient was stable.